Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported that the customer's blood glucose was 443 mg/dl. Customer had a no delivery alarm on the insulin pump. Customer stated that this morning her blood glucose was 249 mg/dl. Customer gave 10 units of insulin to treat with a manual injection. Customer's blood glucose was 339 mg/dl last night. Customer treated with 4.3 units of insulin. Customer laid the pump on the table and it buzzed 6 times and vibrated. Customer stated that the reservoir and battery are full. Customer stated that she keeps getting a no delivery alarm. Customer stated that the alarm occurred during manual prime. Alarm was still active on the call. Customer stated that the insulin did exit the tubing during a manual plunger push. Customer was advised that the pump was working as designed. Customer's spouse called back and customer's blood glucose was 269 mg/dl. Troubleshooting was performed but customer did not have a tubing clamp and was advised to call back once they receive it.